Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 303129 and lot number 240903. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were received for evaluation by our quality team. Through examination of the pictures, the blister packaging was observed to have ¿broken¿ paper. Twenty (20) retained samples were obtained from the manufacturing facility. The retained samples were visually inspected and the blister packages were observed correctly sealed without any defect in the pre-cutting (perforation) or excessive sealing which could lead to the reported issue. It was possible to separate each unit package without any tearing or risk to sterilization. Based on the investigation results, an exact cause could not be determined for this reported incident. The packaging film and paper are sealed through pressure and temperature. Both parameters are automatically controlled in the process and verified by the manufacturing operators. These parameter values are checked to be within specifications every shift. Additionally, a peel test is done in our manufacturing process every time the paper or film real is changed and at the beginning of each lot¿s production to ensure no tears occur when opening the packaging. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. It is also possible that the handling technique used to open the packages had some implication in this issue. Two (2) techniques are recommended; both sides of the blister (paper and film) should be opened by rolling knuckles with both sides parallel and keeping the paper tab on the table with one hand and pulling film/plastic back with the other hand (ensuring a 180-degree angle of separation during this process). The faster the unit pack is opened the more probable it is for tearing to occur. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Packaging tears and shreds when opened, this leaves shreds during preparation.